Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Aa03 keypad unresponsive/button error alarm.

Manufacturer narrative:
The pump passed the self test. The trace and history files were successfully downloaded using thus. All buttons functioned properly during testing. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained keypad overlay, keypad overlay texture damage, missing serial number label, and pillowing keypad overlay. Unresponsive keypad is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.